Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that the patient had met with their hcp on (B)(6) 2015. He had an epidural injection and noticed the stimulator had not been working adequately and was producing a shocking sensation. He had been having new left upper extremity pain in his elbow and neck. There was some wrist difficulty as well. It was more prominent in his wrist but would travel away from his neck and upper arm down his hand. He also had more progressive difficulty with inward flexion of his wrist towards his arms, possibly indicating some level of carpal tunnel syndrome. There was good strength of extremities. Weakness was not apparent. The possible x-ray was mentioned for the stimulator. This was when the coiled leads were found in an area where they were not supposed to be. The leads had withdrawn. There was a mild leftward convex upper thoracic curve, moderate spondylotic changes in the lower cervical spine, and mild diffuse degenerative disc disease with anterior oste ophyte formation thoughout the thoracic spine. There were no acute compression fractures. Artificial calcifications were noted. The patient had met with their hcp on (B)(6) 2015 and underwent evaluation for chronic pain across his lower back. The stimulator had moved, the leads had coiled, and the planned revision was mentioned. He had an increase in pain and difficulty with ambulating and functioning at home secondary to the increased intensity of the pain. The pain had been so intense that he had been utilizing his wife's walker as well as a loaner from a friend that he had to help him get around in his house. He had been unable to ambulate long distances. This would prevent him from completing his daily living of activity as from going to his bedroom to his bathroom in a safe manner without having the feeling of instability and following. He also had been unable to take his afternoon walks without the walker. He did not have difficulty utilizing the bathroom, but had a hard time getting there safely. He wanted to get his own walker for home use. His vital signs were good with a mild amount of distress. He had a forward flexed position of his spine secondary to the lower back pain and comfort in being in a flexed position. There was tenderness to palpation across the lumbosacral spine radiating down to his posterior hips laterally. He was able to straighten his posture but would resort back to a forward hunched position after several minutes of standing upright. His lower extremities were nonedematous. Pulses were palpable and gait was coordinated with his walker and breathing was nonlabored. The patient had low back pain, lumbar radicular pain, and degenerative disk disease. He was perfectly sound in the mind and was still undergoing physical therapy. The hcp recommended getting a walker.

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that the leads were messed up. The patient did not know how the leads got messed up. All he knew was that when he tried to use it he got a shock and it was outside the spinal cord. This started when he turned it on. The patient saw the x-ray and the one on the right was curled up and outside of the spinal column. This occurred in (B)(6) 2015. The patient had a lead revision on (B)(6) 2015. They put the implant back in and it was still in good shape but they put in new leads. The patient's relevant medical history includes lumbar radiculopathy and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.